Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was first used to pre-dilate the lesion at 10 atm and a competitor's stent was implanted. The voyager nc was re-advanced to post-dilate the stent and the balloon was pressurized again to 15 atm. However, upon an additional inflation, the balloon ruptured at 17 atm, which is below its rated burst pressure (rbp). Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, the balloon material can weaken and rupture. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such the balloon ruptured at the third inflation. Based on the information and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.